Event description:
Butterfly needle used to obtain blood sample had hole in the tubing and blood poured out of it. Nurse discarded needle/tubing appropriately and obtained another which did the same thing. This rn looked through the stock of butterfly needles we had with the same lot number and multiple had holes in them/were defected. Pt: 4582. Device: 1250. Reference report: mw5178380.